Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received no delivery alarms during bolus delivery. Customer was advised to call back to troubleshoot no delivery. No further information provided.